Event description:
It was reported that the charging pad for the ilet system was not charging, with no indicator light and no response when tested with both the ilet and a phone, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a component failure of the battery charger leading to the reported charging issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.